Event description:
Pt reported bg results 139, 163, 349 and 369 mg/dl were obtained by inserting one strip into the meter. The pt confirmed that the pt received er1 message and compared the strip to the vial chart and it matched 350. No symptoms were reported. Pt advised to follow the dr's advice for high bg and to retest (not reinsert strip) if the pt doubts the results. Reviewed proper testing and blood application. Meter is not cleaned according to manufacturer's product recommendations and was replaced. There was no allegation of harm.